Event description:
The patient reported they had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 305 mg/dl while wearing the pod for an unspecified duration of use. The patient mentioned when they were admitted to the ER they were instructed to suspend insulin. Reportedly the pod only suspended 2 hours instead of 24 hours, so the patient took of the pod and discarded it. The patient was applying a new pod when the app screen froze preventing further installation. The patient reinstalled the app, reset password, re-entered settings, and successfully activated new pod with assistance from doctor and product support. Additionally, the patient mentioned they were currently in the hospital for dka, heart rate of 170 and failing kidneys. No treatment was mentioned. The length of hospital stay was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.2. Hardware: iphone17.2. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.